Event description:
Based on summary of attorney provided medical records: in 2004 - patient underwent right inguinal hernia repair with placement of composix kugel hernia mesh. In 2005 - patient admitted due to abdominal pain and was found to have right lower quadrant mass. CT scan showed a fluid collection and intra-abdominal pseudomonas abscess. Non surgical methods to treat abscess were unsuccessful. The following month - patient underwent procedure for exploration of right lower quadrant with drainage of abscess and excision of infected mesh. The mesh was reported not to be incorporated at all. The mesh was removed with traction and a little blunt dissection without great difficulty. One month prior - patient underwent procedure to repair recurrent right inguinal hernia. During procedure, it was noted that patient had with nerve entrapment of ilioinguinal and genitofemoral nerve within scar tissue.

Manufacturer narrative:
Report indicates that the patient had and was treated for an abscess, which resulted in an infected mesh. Abcess, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.